Event description:
It was reported patient underwent a distal humeral replacement procedure on (B)(6) 2013. During the procedure, the head of a screw fractured as it was being tightened. The screw shaft remains secure and implanted in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. "Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."